Event description:
Customer's meter was giving unusually high results. For example, it read 181 mg/dl immediately followed by 33 mg/dl. During the troubleshooting process it was determined that the customer has been using excel off brand reagent strips. Results obtained with these strips, if acted upon, could be clinically significant. It was explained to the customer that bayer does not provide or support the use of off brand reagent. Electronic checks of the meter were found to be satisfactory. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise. This complaint is considered closed for purposes of MDR.